Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone measurements were 0- 19, 45 - 15, 90 - 15, 135 - 17, angio - 17. Transesophageal echocardiogram (tee) and angiography were used to determine the size of the device. In addition, significant pectinate was present throughout the entire mitral side of the appendage. During procedure, 3 deployments and 2 tension tug tests were performed due to significant pectinate; a mitral shoulder was observed but it settled back into original position after tension tests. The close criteria was met and the tee was reviewed four times prior to releasing. The shape of the amulet weas compressed "but on the lower side of compression." No leak was observed during implant. The left atrial pressure was 11. No fluid was given. Approximately 5 minutes after release, the device shifted away from the pulmonary ridge side and then there was a leak in the same area, which was suspicious for the stabilizing wires not being engaged on that side. On (B)(6) 2025, echo was done, which showed the device in stable position with no leak. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device migration and patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone measurements were 0- 19, 45 - 15, 90 - 15, 135 - 17, angio - 17. Transesophageal echocardiogram (tee) and angiography were used to determine the size of the device. In addition, significant pectinate was present throughout the entire mitral side of the appendage. During procedure, 3 deployments and 2 tension tug tests were performed due to significant pectinate; a mitral shoulder was observed but it settled back into original position after tension tests. The close criteria was met and the tee was reviewed four times prior to releasing. The shape of the amulet weas compressed "but on the lower side of compression." No leak was observed during implant. The left atrial pressure was 11. No fluid was given. Approximately 5 minutes after release, the device shifted away from the pulmonary ridge side and then there was a leak in the same area, which was suspicious for the stabilizing wires not being engaged on that side. On (B)(6) 2025, echo was done, which showed the device in stable position with no leak. The patient was reported to be in stable condition.